Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a lost sensor alarm and had a blood at site issue. Performed and completed lost sensor and blood at site troubleshooting. Customer's blood glucose was 40 mg/dl at the time of incident. Customer treated with food and declined troubleshooting for low blood glucose event. No product is expected to return for analysis.